Event description:
Two weeks after receiving a cypher stent. The pt had thrombosis.

Manufacturer narrative:
The target lesion was the proximal to mid right coronary artery. The vessel was de-novo, concentric, eccentric, calcified, ostial and a chronic total occlusion. Aha/acc classification of the vessel was type c. The lesion length was 65mm and vessel diameter was 2.5 approx 3.0mm. The procedure was an elective case. Retro grade approach was chosen. Pre-dilatation was conducted with a 1.25 x 10mm balloon at 14atm for 20 seconds, a 1.3 x 10mm balloon at 10atm for 10 seconds and a 2.5 x 15mm balloon at 8atm for 10 seconds. A 2.5 x 28mm cypher stent was implanted at 18atm for 15 seconds twice. A 2.5 x 20mm tsunami stent was implanted at 12atm for 20 seconds proximal to the cypher. A 3.0 x 20mm tsunami stent was implanted at 12atm for 20 seconds twice proximal to the 1st tsunami stent. The three stents were overlapping each other. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was measured (1st 337, 2nd 221). Two weeks later, the pt wasn't showing any symptoms. Pci of the proximal left anterior descending and the proximal circumflex was scheduled. Coronary angiography was conducted and collateral was observed for the fca. Thrombus was observed in the cypher stent at the proximal to mid rca. To treat the thrombus, the guidewire was attempted to be cross but it couldn't. At that time, dissection and hematoma occurred distal to the cypher caused by the guidewire (the product name was unk). Pci was scheduled after healing the false lumen in the cypher. (False lumen occurred by the retro grade of 2008.) Physician indicated that the possible cause of the thrombotic event was because blood flow was disturbed by the false lumen and blood clotting ability might be increased. These are two possible lot numbers for the product involved. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.